Manufacturer narrative:
The investigation was unable to determine a specific root cause. The event was consistent with pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Manufacturer narrative:
The tsh reagent lot number is 852498 with an expiration date of november 2025. The ft4 reagent lot number is 841230 with an expiration date of january 2026. The t3 reagent lot number is 836931 with an expiration date of march 2026. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ft4 IV, elecsys t3, and elecsys tsh results for 3 patient samples on a cobas e 411 analyzer (rack system). Patient 1: the initial ft4 result was 47.30 pmol/l (with a data flag), and the repeated result was 17.64 pmol/l. The initial t3 result was 10.00 nmol/l (with a data flag), and the repeated result was 2.05 nmol/l. The initial tsh result was 0.317 uiu/ml, and the repeated result was 0.730 uiu/ml. Patient 2: the initial ft4 result was 44.97 pmol/l (with a data flag), and the repeated result was 18.26 pmol/l. The initial t3 result was 10.00 nmol/l (with a data flag), and the repeated result was 2.12 nmol/l. The initial tsh result was 0.875 uiu/ml, and the repeated result was 2.27 uiu/ml. Patient 3: the initial ft4 result was 43.85 pmol/l (with a data flag), and the repeated result was 19.41 pmol/l. The initial t3 result was 10.00 nmol/l (with a data flag), and the repeated result was 1.69 nmol/l. The initial tsh result was 0.679 uiu/ml, and the repeated result was 1.75 uiu/ml.

Manufacturer narrative:
The qc was acceptable. The field service representative performed a decontamination, replaced the 12-month preventative maintenance kit, and performed checks and tests. The investigation determined the service actions (replacing the 12-month preventative maintenance kit) resolved the issue. As all components of the kit were replaced simultaneously, it is not possible to determine which specific component caused the issue.